Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 11cm distal to the df4 connector pin. All fragments were received for analysis. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed multiple signs of abrasion along the lead body. In particular between 9.5cm and 7.5cm proximal to the lead tip, the insulation was found rubbed through. This damage can be considered the root cause of the clinical observation. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this rv lead was explanted due oversensing with artifacts and low pacing impedance (less than 200 ohm). The lead was explanted.